Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("medical device removal/left essure micro-insert not visualize in abdomen or pelvis and suspect expulsion") and fallopian tube perforation ("complete perforation / patient with essure coils for sterilization with possible perforation of one of them on the left, / eft essure coil residing outside uterus/tube") in a 38 year-old female patient who had essure inserted (lot no. 50512909) for female sterilisation. The patient had a medical history of vaginal bleeding, paratubal cyst, abnormal uterine bleeding and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 3177 days after essure insertion, she experienced device expulsion (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced fallopian tube perforation (seriousness criterion medically important). The patient was treated with surgery (davinci total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of device expulsion was unknown. The reporter considered device expulsion and fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related case-no there were 1 coil in left side and 4 coils in right side. Discrepancy noted: removal date: as per argus (B)(6) 2019 as per mr: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): impression: abnormal: suspect expulsion of left essure device. Right tube: satisfactory placement of essure microinsert (contrast fills uterus and cornua with distal end of the inner coil within the tube with less than 50% of the length of inner coil inside the cavity or proximal end of the microinsert appears to be upto 30 mm into the tube from where contrast fills the uterine cornua with complete tubal occlusion. [Pathology test] on (B)(6) 2019: gross description: the left segment of fallopian tube is 9 cm in length, 1 cm in diameter at the fimbriated end. Cut surfaces through the distal end of the fallopian tube are slightly hemorrhagic and slightly edematous in nature. Cut surfaces through the proximal end of the left tube reveal a single finely coiled wire, consistent with the essure device. The right fallopian tube as essentially identical appearance with an identical coil identified along the proximal end of the right tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: expulsion of essure micro-insert, fallopian tube perforation. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: mr received : lot number added, event- "medical device removal updated to partial expulsion of essure micro-insert" new event "fallopian tube perforation" were added reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, 3683 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related case-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 008, the patient had essure inserted. On (B)(6) 2019, 3684 days after essure insertion and one day after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related case-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("medical device removal / left essure micro-insert not visualize in abdomen or pelvis and suspect expulsion") and fallopian tube perforation ("complete perforation / patient with essure coils for sterilization with possible perforation of one of them on the left, / eft essure coil residing outside uterus/tube") in a 38 year-old female patient who had essure inserted (lot no. 50512909) for female sterilisation. The patient had a medical history of vaginal bleeding, paratubal cyst, abnormal uterine bleeding and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 3177 days after essure insertion, she experienced device expulsion (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced fallopian tube perforation (seriousness criterion medically important). The patient was treated with surgery (davinci total laparoscopic hysterectomy, bilateral salpingectomy,). At the time of the report, the outcome of device expulsion was unknown. The reporter considered device expulsion and fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related case-no there were 1 coil in left side and 4 coils in right side. Discrepancy noted: removal date as per argus (B)(6) 2019 as per mr: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): impression: abnormal: suspect expulsion of left essure device. Right tube - satisfactory placement of essure microinsert (contrast fills uterus and cornua with distal end of the inner coil within the tube with less than 50% of the length of inner coil inside the cavity or proximal end of the microinsert appears to be upto 30 mm into the tube from where contrast fills the uterine cornua with complete tubal occlusion. [Pathology test] on (B)(6) 2019: gross description: the left segment of fallopian tube is 9 cm in length, 1 cm in diameter at the fimbriated end. Cut surfaces through the distal end of the fallopian tube are slightly hemorrhagic and slightly edematous in nature. Cut surfaces through the proximal end of the left tube reveal a single finely coiled wire, consistent with the essure device. The right fallopian tube as essentially identical appearance with an identical coil identified along the proximal end of the right tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: expulsion of essure micro-insert, fallopian tube perforation. Lot number: 50512909, manufacture date: 2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.